Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia with heart rate in forties with implantable pulse generator (ipg) set at lower rate of sixty beats per minute. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.